Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was explanted due to high out of range pacing impedance, noise, and inappropriate shock. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
This lead has been returned to boston scientific for analysis. This investigation will be updated should further information be provided or upon completion of analysis.